Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient was a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient continued not to be able to turn the ins on/off and the they were also unable to communicate with the ins with the clinician programmer. The patient repeated having been shocked at the lower back, scrotum, butt and leg and the pocket area was sore. The patient claimed that the night before, the shocking began and the patient at 3am, connected to ins using the icon and it showed the ins was on, but no matter what they did, he was unable to make any adjustments. The screen remained the same. The patient stated the issue has happened before (shocking issue) in 2016 after he got hit in the back with a board and that started the shocking and per the caller eventually led to an infection. It was noted that the patient ins ran at 8.3vs. The rep stated the patient did not recall seeing low battery symbol on the icon. The rep was advised to see if there was another clinician programmer/icon/patient programmer at the facility to attempt to work with ins. Symptoms reported were shocking/discomfort and a sudden change in therapy. The rep mentioned they had tried to put the patient in various positions with no luck and at this time they are exploring finding a doctor to remove. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the emergency room took over arranging for the implant to be removed, but the manufacturing representative was not part of that process. No further complications were reported or are anticipated.